Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the skin reaction started 4 days after insertion and is located under the plastic portion of the sensor pod. Patient treated area with cavilon skin cream which was obtained from her primary physician. At the time of contact, the patient was in good condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.